Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 and a cartridge alarm 9 occurred during the load sequence. A new cartridge was loaded to resolve the issue. Subsequently, the insulin gauge was inaccurate. The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level ranged between 250-300 mg/dl.